Event description:
Information received indicates the stretcher has no brakes.

Manufacturer narrative:
The technician found the connecting rod was worn. The technician replaced the connecting rod and added a brake/steer upgrade kit to repair the stretcher.